Event description:
It was reported that in preparation for an unk procedure, the stent came off of the liberte stent delivery system. This occurred during removal of the product mandrel. There was no pt contact with this product.